Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg became inoperable following an unrelated procedure wherein the ipg was not put into surgery mode. A manufacturer representative met with patient and recovered the ipg. Therapy was restored.